Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had no image on the left monitor and indicated x-ray after the button was released. No patient injury was reported.